Manufacturer narrative:
The customer reported the line would not flush at all, and returned a video of the issue, of material mp5305-c, lot 24079533. Upon initial visual examination, the video confirmed the complaint of flow issues - fluid blockage. The video also showed that the tubing had a block within the fluid path, near the male luer. This is evidence of excess solvent applied during assembly. The manufacturing plant found the root cause for the occlusion to be related to incorrect solvent application during assembly process. The plant did not take any actions to address the failure as the line for material mp5305-c was reactivated at a different bd plant, starting march 10th, 2025. The plant that produced this batch is no longer producing the material number. The plants are in communication regarding all quality issues during the changeover. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus pressure rated extension set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by customer that we attach a saline flush to the extension set to flush saline through the line before attaching to the patient's IV catheter. The saline will not flush through the tube at all. We even tried detaching everything from the tube itself and nothing will flush through. After further investigation, the tube itself has not been hollowed out. There is still a section where the tubing is completely closed.